Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd microtainer® tubes with k2e (k2edta) the samples are clotted after collection. There was no report of patient impact. The following information was provided by the initial reporter: customer states blood is clotting.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. Fifty (50) manufacturer retained samples were visually inspected for presence of dry additive, having acceptable results. Of these samples fifteen (15) were tested at the juncos laboratory for k2 edta content, having acceptable results as well. Bd was unable to confirm the customer¿s indicated failure mode, clotting because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retains) and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory evaluation of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported that during use with bd microtainer® tubes with k2e (k2edta) the samples are clotted after collection. There was no report of patient impact. The following information was provided by the initial reporter: customer states blood is clotting.